Event description:
The facility reports incident of a crack in the fistula needle luer connector. This was found during the first 10 minutes of treatment and resulted in ebl=200-300cc. No pt injury or need for medical intervention is reported. A new needle was inserted to continue treatment. MDR is filed for blood loss only.